Event description:
Tip of telescoping portion of finger touch control lever detached during use in surgery. Motor was used to perform first half of anterior/posterial spinal revision without problem. At start of posterior drilling, the extension button came off of the finger control lever. The retaining pin for the extension button could not be located and may remain in pt. On follow up, it was reported that postsurgical x-rays were taken to determine if the retaining pin was in the pt. The surgeon does not believe the pin remains in the pt. There is a considerable amount of equipment involved in this type of procedure, and it is considered likely that the pin was removed with the surgical drapes and was discarded without being noticed. There was no pt impact.